Manufacturer narrative:
The related condition is typically caused by using the device to grasp and manipulate tissue, or when applying excessive leveraging forces. Confirmed the jaw component heat treating reading to be within hardness specification. Broken jaw was not returned along with complaint device.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that a part of the pliers broke off and remain inside the patient. The piece could not be found.